Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had high blood glucose and had no delivery. The customer stated he went to bolus and it alarmed no delivery. Customer call endocrinologist, advised customer to change and blood glucose came down. Customer stated the blood glucose was high again. The customer's blood glucose at the time of incident was over 300mg/dl. Customer's current blood glucose was 476mg/dl; treated with pump and shots. Customer stated the insulin pump had multiple no delivery alarms. Customer stated the insulin pump passed high pressure test. During the troubleshoot, the alarm was resolved by a complete set change. Customer does not want to return set for analysis. Advised customer to call when the alarm occurs in order to troubleshoot.